Event description:
An anterior and posterior fusion of l3-l5 was performed. While placing one of the screws, the tip of the screw driver fractured within the screw head. A 1.5 mm piece of metal was removed from the screw head. Dose or amount: na. Diagnosis or reason for use: to implant screw for spinal fusion.